Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015 the patient's receiver was vibrating continuously. There was no report of any injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and found no issue related to the customer complaint. A global receiver functional test was performed on the receiver and found no failures related to the customer complaint. Receiver's data logs were downloaded and reviewed, finding a firmware error. Opened the receiver case for visual an interior visual inspection and it passed. Based on the finding of a firmware error this is being reported. The complaint was confirmed. The root cause could not be determined post investigation.